Event description:
It was reported that during implant attempt, the physcian noted that the connector pin was bent/broken. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): primary finding showed the connector pin was bent. In addition the distal conductor was distorted, the lead was damaged at implant, and blood was noted on the helix mechanism; the full lead was returned and analyzed.